Event description:
It was reported that the pt experienced a loss of therapeutic effect with an intermittent re-occurrence of nausea and vomiting over the past several months. She had been seen in the hospital "a few times". The device was not checked during these episodes. The pt was admitted to the emergency room. The pt met with a physician and the company representative, and the device was interrogated with appropriate changes made. She had no pain at the implant site, but it was noted that her nausea and vomiting had increased "exponentially" over the past 30 days. It was noted that the pt had been non-compliant in the past and recommended that she have her device checked regularly. She was instructed to follow up with her physician in 30 to 60 days.